Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 178, 155 and 84 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 83 mg/dl and 84 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/29/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer was unable to read time): a 78mg/dl, (B)(6) 2016 n/a fasting:yes. A 55mg/dl, (B)(6) 2016 n/a fasting:yes. A 150mg/dl, (B)(6) 2016 n/a fasting:yes. A 138mg/dl, (B)(6) 2016 n/a fasting:yes. A 84mg/dl, (B)(6) 2016 n/a fasting:yes. Memory concerns:178mg/dl, 155mg/dl, 84mg/dl. Customer states that has not changed anything in the daily activities such as diet, exercise, or medications.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 178, 155 and 84 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 83 mg/dl and 84 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/29/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer was unable to read time): (B)(6). Memory concerns:178 mg/dl, 155 mg/dl, 84 mg/dl. Customer states that has not changed anything in the daily activities such as diet, exercise, or medications.